Event description:
Implant date: 2006 it was reported that the pt underwent a two-level plif at l2-l3 and l5-s1 utilizing rhbmp2/interbody spacers, and a four level p/l fusion using allograft/autograft supplemented with posterior fixation instrumentation. It was reported that approx 2 months post-op, there was significant complaints of pain in the back/sacrai area that radiated into the pt's thighs, which was mainly on one side. Crp was reported 20x higher than normal, and esr was 80-90, which was determined to be indicative of an inflammatory response. It was reported that retrothecal fluid at l2 area was detected, and the pt was sent for a CT guided aspiration that yielded 6cc of clear straw colored fluid that was negative for microganisms. A revision surgery was performed which revealed that one of the screws had loosened, leading to mechanical irritation of the region due to mechanical instability. The screw was tiiightened no pt complications reported.

Manufacturer narrative:
Device has not been explanted and/or returned;therefore product evaluation is not possible. Unable to determine the cause of the event.